Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this 26 millimeter (mm) transcatheter bioprosthetic valve, it was determined that the annulus measurement was in between a 26 mm and 29 mm valve sizing. Due to heavy calcification, a pre-implant balloon aortic valvuloplasty (bav) was performed with an 18 mm balloon. The valve was implanted and a moment later, the valve dislodged into the ascending aorta. Subsequently, a 29 mm valve was implanted successfully. No additional adverse patient effects were reported.